Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting out during the manual prime process, rainbow and discoloration on screen and screen was also blackens out, battery did not last a week and rejecting new batteries and had unexplained random no delivery alarms. The blood glucose level of the customer was unknown. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected rewind anomalies noted. No excessive no delivery/occlusion alarm noted. No unexpected audio/vibrate/ screeching noise anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted. No unexpected missing segment/partial display anomalies noted. No frozen screen noted during test and time clock advances properly. No unexpected discoloration on the screen. Device received with minor scratched lcd window and cracked reservoir tube lip. (B)(4).